Event description:
Insertion of mcghan/inamed style 168 27-168241 saline inflatable, round, biocell, textured, anterior diaphragm valve, late issue, 420 cc (41-42 mm internal patch, 21 mm shell aperture, 29 mm external patch) (implant received by innoval). Right implant/capsule. Implant inserted and removed. Ruptured (patch edge, 12-13 mm), severe pleat erosion, open external patch edge with tissue ingress under patch, open valve cap with oversize valve orifice (non-conforming parts/mfg defect). Detached valve strap fixation. No capsular tissue received.